Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned samples revealed obvious signs of usage and/or the effects from decontamination. Reported problem was able to be duplicated during test. All returned catheter and connector assemblies failed to remain assembled when tested. While consideration may be made to account for the condition of the used samples prior to this testing, the separation of the components confirmed the complaint. However, the root cause for this separation could not be determined as a result of this investigation. Actions were taken to mitigate the reported issue: monitor this type of complaints or trends. Brand name is unknown catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.

Event description:
It was reported that the device was disconnected from the yellow winged clamp during continuous patient-controlled analgesia use. No patient injury was reported.